Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not pumping and under delivering insulin. The customer's blood glucose reading was 300-336 mg/dl at the time of incident. Troubleshooting found that the basal rates were incorrect and assisted customer with changing them. Customer was advised to follow up with their doctor about the basal rate change. The customer was advised to change out their set and reservoir and treat per their doctor's instructions. Customer was advised to monitor the pump and to call back for further assistance if necessary.